Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to the device no longer working resulting in recurring incontinence. A new aus device was implanted, and no other patient complications were reported.